Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges on the third day after an infusion set change, patient faces elevated blood glucose levels. Caller reported in order to correct it, she needs to infusion more insulin than the amount calculated by the bolus adviser. No adverse event reported. Requested return of the alleged device for evaluation.